Event description:
Same case as MFR#2134265-2009-06121, 2134265-2009-06123. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented with chest pain and underwent angioplasty which revealed an occluded right coronary artery (rca). Three taxus express2 stents, sizes 2.75x32mm, 3.0x16mm and 3.5x12mm were implanted in the mid rca. The patient was instructed to take plavix for at least 12 months following the stent implantation, and it was noted that the patient was compliant. One year and four months later, the patient presented with an acute myocardial infarction. It was discovered that there was thrombosis in the mid rca where the taxus express2 stents had been implanted. The patient underwent angiography.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.